Manufacturer narrative:
H10, h3, h6: three 72202468 fast-fix 360 curved needle delivery system, have been returned for evaluation. The information provided states: ¿during a procedure the fast fix actuator would not fully fire t1 correctly, t2 fired correctly and t1 pulled out into the joint space and removed by the doctor¿. Three sealed devices were returned. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Manufacturer narrative:
H10: d4: unique identifier (UDI) # added. G5: PMA/510(k)number added. H5: labeled for single use? Updated as yes. H11: g4: update date received by manufacturer.

Event description:
It was reported that during a procedure the fast fix actuator would not fully fire t1 correctly, t2 fired correctly and t1 pulled out into the joint space and removed by the doctor. The procedure was successfully completed with a backup device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.